Event description:
The user received questionable hemoglobin a1c generation 2 (a1c) results for an unknown number of patient samples from the cobas c501 serial number (B)(4). Of the data provided, the results for six patient samples were discrepant. All repeat testing was performed on cobas c501 serial number (B)(4). Patient sample 1 initial result was 17.9 % and the repeat result was 5.7 %. Patient sample 2 initial result was 25.9 % and the repeat result was 7.6 % with a data flag. Patient sample 3 initial result was 21.8 % and the repeat result was 6.5 % with a data flag. Patient sample 4 initial result was 37.3 % and the repeat result was 9.4 % with a data flag. Patient sample 5 initial result was 18.7 % and the repeat result was 6.0 %. Patient sample 6 initial result was 24.7 % and the repeat result was 6.9 %. The initial results were reported outside the laboratory and corrected reports were issued. It was unknown if the patients were adversely affected. The a1c reagent lot number was 64073701. The field application specialist determined the cause was unknown. She checked the configuration of the assay, turned off the auto-repeat function and replaced the reagent pack. To verify the analyzer operation, she performed calibration and quality control with results within acceptable ranges.